Event description:
New information received notes that patient followed-up in clinic. Physician doesn't allege rf chip issue. Patient was fine.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced difficulty in connecting device to merlin.net transmitter. After several attempts, patient was able to connect the transmitter to the device, however, device was unable to send the transmission. Device rf chip issue was suspected. An inductive transmitter was sent to the patient. The patient was able to connect and send the transmission successfully on (B)(6) 2019. Patient was stable throughout the event.